Event description:
Patient called in due to a recall letter he received from (B)(6) pharmacy on (B)(6) 2026. He was having issues with his cgm since (B)(6) 2026. Eight sensors malfunctioned within the last few months. A few of the sensors are not able to hold the wireless connection to the glucose monitor for longer than three days. The new sensor connect up to three days. Resetting & reconnecting the device becomes non-existent. The second issue observed was the actual filament that attaches to his skin was gradually getting weaker as the days progressed. When patient removed some sensors, he noticed irritation & erythema on his skin. Devices run the risk of exposing patients to skin infections/irritation because of the lack of proper sterilization. The last issue is the inaccurate, always fluctuating readings of the glucose monitor. When compared to his backup device the readings were fluctuating high & low. Patient didn't know his lot number for her device. Patient has no pre-existing conditions or on any other medications. Patient code: 1840, 1905, 4545. Device code: 1535, 3283, 2907. Reference reports#: mw5190508, mw5190509, mw5190510, mw5190511, mw5190513, mw5190514, mw5190515. This report captures dexcom g7sensor #5.